Event description:
Caregiver of hp reports calling baxter technical svc center for assistance in ending treatment early, after hp complained of "stomach pains". Unit rn of hp reports pt was diagnosed with peritonitis and was hospitalized in 2000 for six days. Rn reports believing the peritonitis was the result of poor aseptic technique used by those caring for hp. Rn reports pt is a resident of a "board and care" facility and that several of the health care professionals may require add'l training. Hp was treated with ancef and gentamicin while in the hosp. No furhter details provided by rn. No product failure indicated by rn. Caregiver reports hp has responded to treatment.